Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to verify any alarms, or the black screen anomaly due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was 140 mg/dl. Customer received external ram crc error 2 times and we will replace pump due to 2 occurrences. Customer was advised that pump will need to be replaced. Customer declined to troubleshoot for unexpected restart. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 140 mg/dl. Customer was advised to insert the new aaa alkaline battery and display returned. Customer was advised to monitor pump and we will send replacement for battery cap.